Event description:
It was reported a patient underwent a da vinci-assisted pulmonary right middle lobectomy procedure on (B)(6) 2023 as part of a clinical study, and was discharged on (B)(6) 2023 without any intra-operative complications. Three days later, the patient developed hospital acquired pneumonia and was admitted for hospitalization. The pneumonia was treated with antibiotics which includes intravenous (IV) co-amoxicillin/clavulanic acid 1.2g three times a day for five days and tapered to IV co-amoxicillin/clavulanic acid 1.2g twice a day for three days and transitioned to oral co-amoxicillin/clavulanic acid 625mg three times a day for five days. The patient was discharged on (B)(6) 2023. The study investigator assessed the event as non-serious, and clavien-dindo grade iiia (complications that require an intervention), and not related to the da vinci devices but related to the procedure. There were no report of any malfunctions of da vinci system, instrument or accessory during the procedure. A 8mm chest tube was placed in intra-operatively and no unexpected medical intervention was required, the patient was discharged home on (B)(6) 2023 with no post-operative complications.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that davinci product caused or contributed to the incidents. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported postoperative incident cannot be determined. A review of the site's system logs revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Additional information was obtained as the following: the site investigator (physician) re-assessed the adverse event as clavien-dindo classification grade ii (requiring pharmacological treatment with drugs other than such allowed for grade I complications). The intuitive medical safety officer reviewed the adverse event and concluded that the pneumonia is a known complication of lung surgery and clinical course is within expected range. The event is not related to the study device and probably related to the investigational procedure.

Event description:
Refer to h10/h11 for follow-up information.